Event description:
Name of procedure being performed: lap nephrectomy detailed description of event: the plastic portion of that connects the top to the bottom disconnected. Opened another gelport to continue the case. It is unknown at what point in the case the disconnection occurred. There was no patient injury. Photos to be provided. The device is available for return. Patient status: no patient injury type of intervention opened a new gelport and continued the case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the sheath had separated from the inner ring. Based on the condition of the returned unit, it is likely the reported event was caused by a weak or incomplete heat seal between the sheath and the inner ring. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap nephrectomy. Detailed description of event: the plastic portion of that connects the top to the bottom disconnected. Opened another gelport to continue the case. It is unknown at what point in the case the disconnection occurred. There was no patient injury. Photos to be provided the device is available for return. Patient status: no patient injury. Type of intervention opened a new gelport and continued the case.